Manufacturer narrative:
Unit received with minor scratched lcd window, cracked case near battery tube, cracked battery tube threads, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that the insulin pump is cracked at the battery compartment and reservoir compartment. Customer's blood glucose was 151mg/dl at the time of incident. No further details given.